Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had front filling done due to pregnancy advice from the doctors. They are now in pain due to the aligners hurting their teeth but have continued to use them. They also have and overbite from the aligners and they cannot bite with their front teeth.